Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and set and the adverse events of cloudy effluent fluid, abdominal pain and peritonitis, which warranted hospitalization and antibiotic therapy. Per the pdrn, the events were unrelated to the utilization of any fresenius device(s) or product(s), as the cause of the peritonitis was attributed to touch contamination. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device or product deficiency or malfunction, caused or contributed to the serious adverse event(s) experienced by the patient. Furthermore, the patient continues to utilize the same liberty cycler without any reported issues or allegations of machine malfunction or deficiency. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized from (B)(6) 2019 through (B)(6) 2019 due to peritonitis, after experiencing cloudy effluent fluid and abdominal pain at home. The patient presented to the emergency room where peritoneal effluent fluid cultures and a cell count were collected. The peritoneal effluent fluid cultures were unable to be processed due to an error at the lab (specifics not provided); however, the cell count revealed elevated levels of white blood cells (wbc) of >200 u/l. The patient was treated with intraperitoneal (ip) antibiotics cefazolin and ceftazidime; however, the dosages, frequency and durations were not provided. The cause of the peritonitis is attributed to touch contamination by the patient (specifics not provided). Per the pdrn, the events are unrelated to the utilization of any fresenius device(s), drug(s) or product(s). The patient continued to undergo continuous cyclic peritoneal dialysis (ccpd) while hospitalized and was discharged in stable condition. The patient returned home and continues to undergo continuous cycling peritoneal dialysis therapy utilizing the same liberty select cycler and is recovering from the events.